Event description:
On 12/apr/2023, a peritoneal dialysis (pd) patient contacted fresenius customer service. The patient reported being diagnosed with peritonitis in early march and having surgery to clean out a peritoneal dialysis (pd) catheter blockage. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2023, the patient went to the emergency room (ER) for abdominal pain and cloudy pd effluent. The patient was diagnosed with peritonitis. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). The patient was discharged home from the ER. The pd effluent cultures resulted with negative growth with an elevated white blood cell (wbc) count (value not provided). The suspected cause of the patient¿s peritonitis is contamination by the patient leaving the air conditioning on in the room while connecting to treatment. There was no report of any issues with the liberty select cycler or cycler set reported for this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. Although the culture resulted in negative growth, the patient reported leaving the air conditioner on while connecting to her peritoneal dialysis (pd) treatment. It is recommended to turn off all air conditioning and fans when doing an exchange to eliminate the potential for germs to be spread. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On (B)(6) 2023 this peritoneal dialysis (pd) patient contacted fresenius customer service. The patient reported being diagnosed with peritonitis in early (B)(6) and having surgery to clean out a peritoneal dialysis (pd) catheter blockage. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2023 the patient went to the emergency room (ER) for abdominal pain and cloudy pd effluent. The patient was diagnosed with peritonitis. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). The patient was discharged home from the ER. The pd effluent cultures resulted with negative growth with an elevated white blood cell (wbc) count (value not provided). The suspected cause of the patient¿s peritonitis is contamination by the patient leaving the air conditioning on in the room while connecting to treatment. There was no report of any issues with the liberty select cycler or cycler set reported for this event.